Event description:
It was reported that loss of capture was reported on the right ventricular (rv) lead. Rv lead dislodgement was suspected but this was not confirmed. The rv lead was repositioned to resolve this event. The patient was stable.